Manufacturer narrative:
E1 initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team found it impossible to insert the outer sheath into the blood vessel of the patient. After checking, it was found that the tip of the outer sheath was curly. Lifted and sharpened rings were identified. The catheter was not pre-shaped. There were no exposed internal parts. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 19-feb-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team found it impossible to insert the outer sheath into the blood vessel of the patient. After checking, it was found that the tip of the outer sheath was curly. Lifted and sharpened rings were identified. The catheter was not pre-shaped. There were no exposed internal parts. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the device was found bumped. No lifted or sharp rings were observed during the analysis. Device history record was performed for the finished device 60000196 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed since the condition observed in the tip could be related to the issue reported by the customer. This failure observed could be related to a potential skin incision size relative to the sheath; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).